Event description:
The physician was performing a breast reconstruction procedure when the single-use esu pencil hand piece sparked and physician's finger was burned (a minor burn). An arc from the esu pencil's cord sparked across a surgical staff member's arm (no injury). The esu pencil and blade electrode were sent to biomedical engineering for inspection. (The ground pad was discarded and so was not available for inspection.) The technician noted a large amount of debris built up on the electrode tip. The power out of the esu was tested and passed. The pencil's cable assembly was flexed and there was no effect on power delivery noted. A new pencil electrode blade was placed on the esu and results were the same. The valley lab force fx was placed back into service. The single-use esu pencil and blade electrode are available by request if the manufacturer would like to further inspect them.

Event description:
The physician was performing a breast reconstruction procedure when the single-use esu pencil hand piece sparked and physician's finger was burned (a minor burn). An arc from the esu pencil's cord sparked across a surgical staff member's arm (no injury). The esu pencil and blade electrode were sent to biomedical engineering for inspection. (The ground pad was discarded and so was not available for inspection.) The technician noted a large amount of debris built up on the electrode tip. The power out of the esu was tested and passed. The pencil's cable assembly was flexed and there was no effect on power delivery noted. A new pencil electrode blade was placed on the esu and results were the same. The valley lab force fx was placed back into service. The single-use esu pencil and blade electrode are available by request if the manufacturer would like to further inspect them.